Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the insulin pump was not turning on. Customer¿s blood glucose level was unknown. Customer was able to complete pump rewind. Customer¿s family stated that she tried replacing the battery in it, but it still would not turn on. The device will not be returned for analysis.